Manufacturer narrative:
Information not available for reporting. (B)(4).this report is for unknown screw driver/unknown lot number. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation / investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(4) as follows: it was reported that the tips of these drivers broken off as a result of over-use. All pieces were retrieved. No patient harm. No delay to surgery. The surgery was completed successfully. This complaint involves three parts. This report is 1 of 3 for (B)(4).